Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient contacted support stating that the luer connector was not able to connect to the device. The agent attempted to have the patient attach the connector without the cartridge, but the connector was still unable to connect. The agent then instructed the patient to use a new connector, after which the patient was able to successfully connect it to the device. The patient completed the supply change, observed insulin drops, and resumed insulin delivery. The patient was using a continuous delivery system, and blood glucose levels were not affected by the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.